Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue happened during a planned non-emergency neurovascular treatment. The procedure was completed as planned by restarting the system. Analysis of the system log files showed post host pc done/failed. The philips field service engineer (fse) inspected the system onsite and identified an issue with the host pc's motherboard. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that exposure was not possible. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc. After the host pc was replaced, the system was returned to use in good working order.